Manufacturer narrative:
H.6. Investigation summary: customer returned (36) 1/2cc bd ultra-fine insulin syringes. One polybag was already opened, all remaining were sealed. Customer states the barrel of the syringes has an abnormal curvature. The returned syringes were visually examined and the following was observed: all 6 syringes received in already opened polybag exhibited a bowed barrel; out of the remaining 30 syringes, received in their corresponding sealed polybags, 7 exhibited a bowed barrel. A review of the device history record was completed for batch# 8155739. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - bowed barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root cause for bowed barrel: molding - processing issue (parts were blocked and associate didn't back off the plastic infeed, water problems, overpacking, etc.) Material handling (duration of components being stored in totes). Upon visual inspection, the 32 samples had a bow in the barrel that varied in angle and placement on the barrel. The majority of the bends in the barrel were either in the tip (14) or in the middle (15). Three separate molding identifying marks could be found on the syringes: c-1 (7 syringes), a-23 (7 syringes), and h-83 (18 syringes). Quality notifications for the batch numbers used to make the barrels were reviewed. One notification was found for bowed barrels, but was for molding h-93 which was not seen in the samples received. Due to the inconsistency in angle and placement of the bend on the barrels with no quality notifications related to the moldings in question it is determined that the bow was caused by improper storage. Totes used on the line can be over packed or stored for too long of a time period before use which can create bowed barrel damage.

Event description:
It was reported that ten bd insulin syringes with bd ultra-fine¿ needles had curved barrels causing scale marking issues.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ten bd insulin syringes with bd ultra-fine¿ needles had curved barrels causing scale marking issues.